Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative of implantation of an implantable pulse generator (ipg) system that while patient was waking up from anesthesia, they started to buck and throw their arms in a combative nature. It was after this period, a chest x-ray was performed to assess lead positions when it was discovered the atrial lead had dropped from atrial position and was dislodged. The right atrial (ra) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.